Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer had been hospitalized for high blood glucose levels and diabetic ketoacidosis the week of (B)(6) 2017 and did not specify an exact date. The nurse did not provide a blood glucose value, symptoms, or how they were treated at the emergency room. The nurse reported that the customer had been unable to use the insulin pump due to lack of supplies, but did not provide information on how long the customer had been off the device prior to the event. Attempts to contact the customer for additional information were unsuccessful. The nurse declined troubleshooting for the device. The insulin pump will not be returned for analysis.